Event description:
During troubleshooting for an alarm on the homechoice (hc) device, a home patient (hp) reported an increased intra-peritoneal volume (iipv) situation. Per the initial report, the drain volume was 3235ml and the fill volume was 2000ml. The technical service representative (tsr) assisted the home patient (hp) to move the drain bag. There were no kinks in tubing. The hp says she feels empty and that she has drained so much fluid out, it is hurting her. Tsr assisted hp with bypass to fill cycle. Hc was operational. Product surveillance contacted the patient on 5/7/09, regarding the iipv and whether the patient is interested in a swap. The patient provided as the primary contact stated she did not call baxter and did not report getting overfilled. The patient stated she has not called baxter and her device is functioning properly. Based on the patient's response no patient could be identified.

Manufacturer narrative:
.